Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) machine during initial drain. The home patient (hp) revealed that she had pressed the go button to start the therapy and then realized she was not connected to the hc yet. The hp then stated that she cycled the power off / on to the hc machine, and then connected herself. The technical service representative (tsr) explained the alarm to the hp and then assisted the hp with troubleshooting and start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the reported problem, the nurse stated that she was not aware of the alarm. She was going to follow up with the hp regarding proper setup and connection procedures. As far as she knew the hp was fine. No patient injury or medical intervention was reported.